Event description:
Resident had fallen and sustained a bad laceration on her arm above the elbow. Rptr found the injured resident lying on the floor in shock position with a pool of blood near the head of the bed and by their night stand. Pts rt arm was wrapped above the elbow and the arm was tied across the right side of pt's chest to provide pressure and ice was being applied. The rn told rptr the wound was 6" long and 3" deep and there was adipose tissue hanging out. They told rptr they had to work pts arm out from between the bed rail and the bed frame. Pts arm was wedged so that from the bend in her elbow the arm was turned towards the springs of the bed. The bed rail was in the down position as it always is. V.s. At the time were 60/40 faint and p was 68 weak and thready. Pt was still talking and rptr asked her how it happened. Pt said "I wanted to get something from my closet and I started to slide from the bed and fell getting my arm caught in the bed rail." Repeat bp taken shorlty before the ambulance arrived at 2:30 am was 90/70. Pt arrested when they were putting her in the ambulance. Pt had died after they arrived and had arrested in the ambulance. They intubated pt, and found pt had severed two arteries the brachial and the subclavian and since pt was a no code they let her go. Pt had sustained a large laceration in armpit. Rptr looked all over the bed for anything sharp and found nothing. The only assumption rptr could come up with is that the pt was sitting on their bed rail to swing forward into the up position. On the part of the side rail is a piece of steel held on by brackets that is in the shape of a backward comma. It would seem possible that with the force of the pt's arm coming down on this steel part they penetrated under pt's arm and then trying to get themself free also gashed the upper part of their arm on the same piece of steel; as there was blood all over the frame of the bed and bed rail. Pt then got themself caught with their arm turned toward the spring of the bed and that is how they were found. This same type of bracket is not on the foot end part of the bed rail. That part of the bed rail is rounded. These mechanical hosp beds have been used in homes for the last 30 yrs without any accidents thank god! Facility is now looking into the possibility of physically removing the side rails and those brackets on those beds that the bed rails are in the down position and of cutting off that piece of steel that projects up to make it like the foot end part of the bed rail.